Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.1 row e not detected on bus. A field service engineer seated the row board cable at the 622 connection and reseated the row board connection on row e and logged into the hardware test application, ran a final test on the main half-height drawer 2.1, and confirmed the test passed successfully. The fse then opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover. The system functioned as intended after the field service engineer repaired the device.